Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, it was noted that the patient returned to the infusion center with 850ml infused out of expected 2010ml. No patient consequences were reported. No adverse effects were reported.